Event description:
Device 1 of 3. Reference MFR report#: 1627487-2012-05722, 05723. On (B)(6) 2012, the pt received an scs system. During the permanent procedure, high impedance was revealed after two leads were inserted into the ipg header. The leads were reinserted and high impedance remained. When the leads were connected to the trial, stimulator impedance was normal. Another ipg was used to successfully complete the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.